Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope air/water nozzle, and bending rubber (a-rubber), was present with foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure confirmed. Based on the results of the investigation, olympus confirmed foreign material was present within the devices, but the type of the material cannot be identified; however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Therefore, the most probable cause is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.